Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its external battery. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device failed to charge its external battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to a third party service center for evaluation. The reported complaint could not be confirmed or reproduced. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).